Event description:
It was reported to ge that a patient experienced a vessel rupture during an angioplasty procedure of the leg. This apparently resulted from using a catheter that was too large for the vessel, that had been selected on the basis of measurements provided by the fluroscopic imaging system. No serious injury was reported. The operator did not explicitly follow the directions in the operator manual for this feature.